Event description:
There has not been a malfunction / failure of a corin device. During surgery, part of the patient's soft tissue got caught in the bipolar-I head trial which resulted to a tear. This was repared during surgery and led to an extension in the surgery time by approximatively 15 minutes. There was no other reported impact to the patient or the procedure.

Manufacturer narrative:
Per 3304 - final report it was reported that the surgery was delayed approximatively 15 minutes, without impact to the patient. Also, the soft tissue was repairing during wound closure. There are no further details available, and that the part was not available for examination. The appropriate device details were not provided, and the relevant device manufacturing records have not been identified and reviewed. Based on the above, no further investigation can be conducted, and the root cause of the reported event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(6) initial report. Additional information, and the device details have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
There has not been a malfunction / failure of a corin device. During surgery, part of the patient's soft tissue got caught in the bipolar-I head trial which resulted to a tear. This was repaired during surgery and led to an extension in the surgery time by approximately 15 minutes. There was no other reported impact to the patient or the procedure.